Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: device manufacture date - manufacturing site provided the manufacturing date as july 2015. Additional information: age or date of birth - 73 yrs old. Sex - male. It was reported by the account the affected eye was the left eye. The intraocular lens (iol) had to be rotated in a secondary surgery. No other issues and no unplanned interventions during procedures. No vitrectomy reported.

Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had an incomplete capsulotomy and a capsule tear after treatment with laser.